Manufacturer narrative:
Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1000271186. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 1000282739. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder was microscopically inspected and leak tested. Microscopic examination identified a hole in the outer tube from kink resistant tubing (krt) wear at the proximal end of the cylinder, with wear observed at folds in the proximal, middle, and distal regions, and the krt was worn to the filament. Leakage testing confirmed fluid loss from the first cylinder krt due to wear at the proximal end of the cylinder. The second cylinder was microscopically inspected and leak tested. No damage or abnormalities were identified during inspection, and leakage testing was successfully completed without evidence of fluid loss. The pump was microscopically inspected, leak tested, and functionally tested. Microscopic examination identified that the pump tubing was cut down to the pump block, and the tubing was returned attached to one cylinder. Leakage testing was successfully completed without evidence of fluid loss; however, functional testing demonstrated that the pump did not activate as intended, as it did not pass activation tests. Based on the available test results and investigation, product analysis was able to confirm the reported cylinder hole/perforation and device mechanical issue, as fluid loss was identified from the first cylinder kink resistant tubing due to wear and the pump did not activate as intended during functional testing. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. A risk review was completed and confirmed that the events of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) and device has a fluid leak were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the right cylinder. Both cylinders and the pump were explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the right cylinder. Both cylinders and the pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1000271186. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 1000282739. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4).